Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to sensor error, sensor wire was missing. Pt reports no add'l complications. At the time of his call to dexcom technical support, pt was feeling fine.

Manufacturer narrative:
Dexcom. Inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.